Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the hospital for surgery and was the customer was taking antibiotics. Due to the medication, the blood glucose (bg) had elevated to almost 600 mg/dl and the hospitalization had been extended. The customer was treated with novolog and lantus. The high bg was resolved and the customer was discharged on (B)(6) 2017.